Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurred image due to damage charged coupled device and foreign objects in the scope nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited blurred image due to damage charged coupled device and foreign material was found in scope nozzle. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, the damage ccd was likely due to damage (disconnection, etc.) To the image sensor unit caused by stress during use, external factors, or handling, or an abnormality (failure) in the electrical contact of the scope connector's electrical contacts. The investigation could not conclusively specify the root cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.